Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message, during therapy at a volume to be infused of 1 liter for each of an unknown number of bags continuously over several days (medication and delivery rate unknown). The customer reported that after approximately 24 hours of infusion, there was a downstream occlusion alarm that was resolved only after changing the IV set for a new one after attempting to change the pump for a different one first. It was also reported there was no patient injury or medical intervention.

Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Additional event information was received from the customer. The event description has been updated.

Event description:
Baxter performed a site visit to this customer. The purpose of the visit was to directly observe and discuss concerns related to the event reported by (B)(6). The findings from the site visit showed that some current clinical practices may have led to the reported constant downstream occlusion. Baxter is working with the facility to mitigate the reported problem.